Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: opening curved on posterior and crease flat. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and yellow particles inner device. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "implant was deflated. Started to deflate about 2 weeks ago". Later, healthcare professional reported a right side deflation. Device has been explanted.